Event description:
A surgeon reports an unexpected post-operative refraction occurred in a patient that may have staphyloma. It was reported that there was a fluctuation in the axial length of this patient. The intraocular lens was explanted january 7, 1999.